Manufacturer narrative:
Additional information was received on (B)(6) 2023, which identifed the devices involved in this adverse event. Therefore, this report is being submitted to capture the investigation of the devices involved in this adverse event. The device was not returned for evaluation. The root cause of the alleged infection could not be determined. Review of the device history records and sterilization batch records did not reveal any non-conformances that would have contributed to this complaint. If any additional information is obtained, a supplemental MDR will be filed accordingly. Mulitple mdrs were submitted for this adverse event: 3013450937-2021-00061 3013450937-2023-00028 3013450937-2023-00029 3013450937-2023-00030 3013450937-2023-00031 3013450937-2023-00032 3013450937-2023-00033 3013450937-2023-00035 3013450937-2023-00036 3013450937-2023-00037.

Event description:
It was reported that the patient was revised on (B)(6) 2021 due to an alleged infection. During this revision surgery the following implants were revised: eleos tibial hinge component, eleos tibial poly spacer, eleos distal femur axial pin and eleos distal femur. The following eleos implants remain implanted from the patient's original surgery: canal-filling stem extension, tibial baseplate, male-female midsections, male-male midsection, and proximal femur. No additional information regarding this adverse event has been reported.